Event description:
There was an allegation of questionable elecsys troponin t hs results for two patient samples tested on a cobas e 602 module. Patient 1: (B)(6) 2025 the initial result was 10 ng/l. The first repeat result was 34 ng/l. (B)(6) 2025: the second repeat result was 11 ng/l. The first repeat result was reported out of the lab and later corrected to 11 ng/l. Patient 2 ((B)(6) 2025): the initial result was 13 ng/l. The first repeat result was 34 ng/l. The second repeat result was 33 ng/l. The third repeat result was 34 ng/l. The second repeat result 33 ng/l was reported out of the lab.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.